Event description:
It was reported that in the pt's room when inserting the catheter over the swg, the user noticed the catheter kinked approximately 30 cm from the distal tip. As a result, a new kit was opened and used without issue. A 10 minute delay was reported, however, there was no death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).